Manufacturer narrative:
Failure analysis confirmed the insulin pump had a button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with cracked display window corners, reservoir tube, scratched lcd window.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 90 mg/dl. Husband stated the insulin pump was exposed to moisture; perspiration. He stated there was moisture behind the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.